Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2023. It is unknown if there are plans to reimplant the patient as of the date of this report. This report is submitted on july 07, 2023.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on february 13, 2024.

Manufacturer narrative:
This report was submitted on march 07, 2023.

Event description:
Per the clinic, open circuits were noted on 5 electrodes and short circuits were noted on 2 electrodes. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report.